Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. Recommend 41j shock delivery to determine difference between measured and delivered impedance. The lead remains in-service. No adverse patient effects were reported.